Event description:
As reported by the field clinical specialist (fcs), 4 months, and 18 days post-implant of a 20 mm sapien 3 ultra valve in the aortic position, the 20 mm sapien 3 ultra valve was explanted. The reason for explant is unknown.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information received via medical records that the patient had a 20mm s3u implanted in the aortic position via tf approach. The implant was a success with no documented paravalvular leak (pvl). However, approximately 87 days post implantation of the valve the patient had presented at a facility for shortness of breath and anxiety. They were given solumedrol and IV ativan and discharged home. A few hours later they were found unconscious and taken to the facility due to acute hypoxic respiratory failure, where they were intubated and placed on a vent. Blood culture which were taken at the time, came back as positive for brevundimonas diminuta, and for coagulase-negative staphylococci (cons). Antibiotics were started. They were transferred to another facility for investigation of gi bleed and while at that facility, blood cultures on grew staph epidermidis and candida glabrata. Subsequent cultures were negative. A tte showed moderate mitral regurgitation (mr) with small mobile echogenic possible mass. A tee also completed showed severe mr with posterolateral eccentrically directed jet and a small mobile echogenic mass on the posterior leaflet. The ID at the initial facility, who were following the patient and did not feel the brevundimonas was relevant, given the improvement without coverage as it was resistant to ceftriaxone. They were planning to treat patient with daptomycin and anidulafungin for 6 weeks. The patient was then transferred to the final facility where the blood cultures were done again. The first was done and a second one five days later, both of which were negative. The patient was managed medically as it was initially thought that the patient was too sick and would not survive open heart surgery. During their treatment in the ICU, the patient developed a mobitz type ii atrioventricular block. Over the next few weeks, the patient 'made a remarkable improvement,' but they still had severe mitral regurgitation and were no longer making progress with the therapy. The patient was offered high-risk surgery and after the risks and benefits of the surgery was discussed, the patient agree to proceed with surgery. The patient had their 20mm s3u tavr valve explanted and their native mitral valve excised and replaced with a 21mm inspiris surgical aortic valve replacement and a 29mm mitris surgical mitral valve replacement on day 140 post tavr implantation. The tavr valve had been functioning well with no issues and had neither aortic regurgitation nor aortic stenosis. There were no vegetations or aortic root abscess when the tavr was removed, but the native mitral valve had chordae damage and cultures take of the native mitral valve grew staphylococcus epidermidis. From this complicated case history the patient had mitral valve endocarditis which resulted in severe mitral valve central regurgitation and resulted in the patient being very sick. As the antibiotics worked and helped the patient get healthy enough to undergo surgery, the tavr valve was explanted along with the native mitral valve, as the late-stage endocarditis could have done damage to the 20mm s3u that would have required an intervention in the future, and the best solution was to remove the normally functioning tavr valve and replace it and the native mitral valve with surgical valves, ensuring the endocarditis was removed and allow the patient to recover. By replacing the tavr with a surgical valve, this allows the possibility of thv in the future if required. At the time of this report, the information available does not suggest the sapien 3 malfunctioned, or that the use or miss-use of the device caused or contributed to the valve explant. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward sapien 3 valve, therefore the explant event is no longer considered FDA reportable.